Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the ophthalmologist, who reported further details of the event that occurred on the eighth postoperative day. The patient developed anterior chamber cells, flare and fibrin. The patient was treated with non-steroid anti-inflammatory medication. The symptoms resolved after the initial medication treatment.

Event description:
An ophthalmologist reported that eight days following an intraocular lens (iol) implant procedure, the patient developed strong inflammation. The patient received medication treatment. Two days later, the inflammation had resolved and the patient seemed to be "making good progress". The lens remains implanted. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Manufacturer narrative:
Evaluation summary: a voluntary recall of acrysof restor® and restor® toric iol models occurred on april 16, 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for non recall lenses in (B)(4) were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models is specific to the (B)(4) market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the non recall models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in japan. Acta ophthalmol. Scand 2007:85:848-851), we will continue to closely monitor for any potential trends or signals. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided.corrected information was provided. Evaluation summary: the product history records were reviewed and the documentation indicated the product met release criteria. The additional information provided did not indicate the cartridge model and the handpiece model was not provided. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the ophthalmologist, who reported that the patient problem was aseptic endophthalmitis. There was no bacterium inspection performed. The patient recovered approximately six weeks after the surgery.